Event description:
It was reported that the patient was having persistent / chronic constipation. The patient was having issues with bowel movement. Interstim therapy was for bladder. The caller asked if someone could call the patient to re-adjust or lead change but he was not sure. The caller stated the patient had constipation for many years and had been slightly worse with and without interstim therapy. Event date was noted as (B)(6) 2014. The caller also reported that the patient was having urinary retention and end up foley catheterize and constipation remains a problem. The patient turned stim off and they want try to and get device tweaked to take care of the constipation issue. The patient's hcp (healthcare provider) was on vacation. The caller reported the foley catheter will be remove tomorrow. The caller asked if there is an electronic way to catch / assist with bladder emptying. It was noted that during the trial they used a lead which helped with bladder but not bowel. Event date was noted as (B)(6) 2015. The caller stated that all he needed was to send message to manufacturer's representative. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).